Event description:
It was reported the device showed t-wave oversensing during rhythm change. No programming recommended since the episodes self-limited and oversensing was not occurring real-time. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.